Manufacturer narrative:
The nrv was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During evaluation by a resmed authorized third party service center, an astral device had a non-return valve (nrv) failure. There was no patient harm or serious injury reported as a result of this incident.